Manufacturer narrative:
The clamping function of the implant/insertion post is not working due to damage to the apical spring of the insertion post. Overall, the damage suggests that the implant/insertion post was used improperly during surgery. The product met the manufacturer's specified requirements upon delivery. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. The implant needed to explanted.